Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received, but not yet evaluated.

Event description:
It was reported that during surgery the device was not working properly. Thus, the harvested graft was not usable and an additional graft was required from the patient. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2017, it was reported that the device was not working properly. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome by on (B)(6) 2017 revealed that the control bar was below the specified location. The air hose was damaged but it still worked correctly. The calibration and motor speed were both within specifications. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the bearings, seal and retaining ring, o-ring, and hose. Air dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the control bar was below the specified location. The root cause of the reported event was due to the control bar which was below the specified location. It is unknown why the control bar was below the specified location. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the repairs were performed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4) was repaired, tested and returned to the customer.